Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the scope connector of the colono videoscope was clogged with debris in the air/water supply connector, there was white residue in the air/water channels and cylinder tubes. Based on the results of the investigation, olympus confirmed the device had foreign material, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the scope connector of the colono videoscope was clogged with debris in the air/water supply connector, there was white residue in the air/water channels and cylinder tubes. There were no reports of patient involvement.